Manufacturer narrative:
(B)(4). The lot was manufactured from november 5, 2014 to november 10, 2014. The sample was received for evaluation. A visual inspection identified white particles, ranging between 0.75 to 2.01 mm in length, floating in the fluid of the reservoir. The reported condition was verified. A fourier transform infrared spectroscopy scan determined that the particles were acrylic. The cause of the particulate matter could not be determined. A CAPA has been opened to address this issue. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a small volume intermate had particulate matter inside of its reservoir. This was found before patient use. There was no patient involvement. No additional information is available.